Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found the reagent syringe was cracked and leaking lyse reagent. The lyse reagent leaked into the drip tray under the syringes and eventually to the bottom of the instrument. The reagent syringe may contain lyse while in operation and cleaner while in shutdown. The fse replaced the reagent syringe and resolved the leak. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Failure mode of this event was reagent syringe cracked and leaking lyse. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak of clear soapy fluid underneath the coulter ac t 5diff cp analyzer. The volume of the leak was reported by the customer as 2 to 5 ml. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No patient results were affected. There was no death, injury or affect to patient treatment.